Event description:
Customer reported unexpected negative results when testing 6 donor segments with the abo assay on the galileo instrument. The customer performed manual testing and obtained the expected positive results.

Manufacturer narrative:
Upon review of the result images, it appeared that the anti-a reagent was not dispensed into the first 6 out of 10 columns of the plate during initial testing. The same vial of anti-a reagent was used upon repeat testing and the expected results were obtained. Unable to rule out the possibility of air in the tubing or bubbles in the actual vial of anti-a reagent. No additional unexpected results were obtained. The instrument is operating as expected.